Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). After a 6f mach1 al1 guide catheter was engaged and a non-bsc guide wire was advanced, a 2.0x15 non-bsc balloon catheter was advanced but was unable to cross. Another guide wire was added and an attempt was made to deliver the balloon catheter again, but it was still unable to cross the lesion. Another non-bsc guide wire was advanced as a buddy wire and the balloon catheter passed through and pre-dilatation was performed. After checking the lesion with an intravascular ultrasound (ivus), a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A 2.5x12 non-bsc balloon catheter was then advanced for further dilatation and the synergy¿ stent was delivered again but was still unable to cross the lesion. Subsequently, a non-bsc guide extension catheter was used to deliver the synergy¿ stent but it was still unable to cross the lesion. The device was removed and it was noted that the distal part of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported.